Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle was fractured. Block h11: a trapezoid rx was received for analysis. Visual examination of the returned device found the guide side car rx was push back 3 mm, the sheath was detached and accordioned. The handle was not broken. The reported event was not confirmed. The handle wasn't fractured. Based on the available information, the guide side car rx push back could be caused due to the amount of force applied on the thumb ring from the handle when trying to destroy the stone, and by this force applied, the working length tends to "retract" itself and therefore, pushing back the side car rx, there is also a possibility that the same force applied when trying to destroy the stone made the whole device retract itself from the force applied on the handle and detaching the sheath as a result, also getting the sheath buckled before it couldn't handle the pressure it was used with and got detached. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the gallbladder during the gallstones procedure on (B)(6) 2025. During the procedure, the handle was fractured. The procedure was completed using another trapezoid rx. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the gallbladder during the gallstones procedure on (B)(6) 2025. During the procedure, the handle was fractured. The procedure was completed using another trapezoid rx. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle was fractured.